Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction of "foreign object temporarily became caught in the movable part of the forceps stand" could not be further specified. Based upon the results of the investigation, the malfunction of "forceps elevator has a burn" was presumed to have been caused by the following: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event of "forceps elevator has a burn" is detectable and preventable by handling device in accordance with the following instructions for use (IFU): evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the endoscope. Evis lucera jf /tjf type 260v operation manual chapter 4 operation: 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter in the forceps stand, and a burn in the forceps elevator. There was no patient involvement.